Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the patient was intubated with power PICC for more than 2 months and was extubated on the 14th after the ward nurse found a break in the extension tube during maintenance. No other information was provided.

Event description:
It was reported the patient was intubated with power PICC for more than 2 months and was extubated on the 14th after the ward nurse found a break in the extension tube during maintenance. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the extension tubing is confirmed and was determined to be related to use. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation showed abundant blood use residues throughout the returned powerpicc catheter. A circumferentially aligned split was observed along the extension tubing. A tactile evaluation of the extension tube revealed the portion of the tube just distal of the split was observed to have more tensile weakness than the portion of the extension tube just proximal to the split. A microscopic observation revealed the split to have a granular, uneven fracture surface. Along one corner of the split, the fracture surface appears to have striations from what could potentially be a bladed instrument. The fracture edges of the split appeared to flare towards the outside of the extension tubing. Longitudinal stretch marks could be seen along the extension tube. The characteristics of the split appear to have potentially began from sharp instrument damage and propagated through either over pressurization of the device or tensile (pulling) forces applied to the extension tubing. The exact sequence of events leading to the failure could not be determined. A review of the manufacture quality and inspection records for the implicated product batch likewise indicated no potentially related issues related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.